Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Root cause description: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated and leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown. It was reported that chemo leaked from where the tubing is bonded to the pump inserted. We had a tubing leak that was noticed on item 2426-0500 that caused a chemo spill. It leaked from right where the tubing is bonded to the pump insert piece.